Event description:
It was reported a spectrum pump had "door not fully latched" alarms. It was also reported there was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The reported "door not fully latched" alarms were reproduced and confirmed through eval. This condition was determined to have been caused by a loose link screw. The link screws were replaced.